Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported label damage or missing, a low battery alert, the replace battery alert. The customer reported a blood glucose value of 600 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-242a. Troubleshooting was performed. This was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. Device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current test, sleep current test and self-test. Unit passed dat at 0.0872 inches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed change battery fault alert on 10/01/2025 12:00:00 and 09/09/2025 10:26:00, low battery alert on 10/01/2025 02:29:00, 09/30/2025 02:27:00 and 09/09/2025 00:55:00 and failed battery test alerts on 09/09/2025 11:05:28 until 10/01/2025 05:58:14. Battery cycle 31.0 received the low battery alert (104) on 10/01/2025 02:29:00 faster than expected at 0.85 days. Battery cycle 30.0 received the low battery alert (104) on 09/30/2025 02:27:00 after more than 7 days at 20.53 days. Battery cycle 20.0 received the low battery alert (104) on 09/09/2025 00:55:00 faster than expected at 5.14 days. With reference to the baat tool instructions, the customer did experienced an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on battery tube, pcba 1, pcba 2, force sensor and motor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: label damage (torn), scratched case, cracked keypad overlay and corroded battery tube. Unexpected battery power loss and charge/battery lasts less than expected were confirmed due to moisture damage on the battery tube, pcba 1 and pcba 2. Exposed to moisture damage confirmed. Cosmetic damage confirmed at the serial number label. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.